Event description:
Upon interrogation of the device, the hcp noted the battery was depleted. The device was replaced and the pt recovered without sequela.

Manufacturer narrative:
Final device analysis results revealed broken welds at bond wire pads.